Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a damaged power cord.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced a new ac power cord (0012-00-1688-21). The fse completed pm with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.